Event description:
A report that the pt's precision system was explanted was received. There is no further info available from the implanting physician.

Manufacturer narrative:
A review of the mfg documentation for the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.